Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately about a month ago from date manufacturer was made aware.

Event description:
It was reported that patient needs to charge the device more often. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility.